Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and went into cardiac arrest. Subsequently, the customer was hospitalized. The customer's healthcare provider alleged there was an insulin delivery "failure;" however, this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.